Event description:
It was reported that the insulin pump had absence of no delivery alarm. Customer stated that they had 4 bent cannulas and stated needed to report due to it did not alarm. Customer stated did not have the insulin pump and the blood glucose was over 20 s mmol/l. No further info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).